Manufacturer narrative:
Investigation summary: investigation of this event showed that the customer was using ammonia-based cleaning products for the analyzer. The user documentation for the analyzer indicates "do not use solvents, alcohol, ammonia, glass cleaners, or cleaning agents containing abrasives to clean the incubator evaporation caps. These items will damage the caps and affect system performance." The customer discontinued use of the ammonia-based cleaner, and performed maintenance on the system including replacement of the evaporation caps. The customer recalibrated and obtained acceptable calibration and qc results. The root cause of the event was user error in using ammonia-based cleaning products on the analyzer.

Event description:
A customer observed imprecise amon qc results on the vitros 250 analyzer. Biased results of the direction and magnitude observed may lead to inappropriate physician action. There was no report of patient harm as a result of this event.